Event description:
It was reported that the patient presented to the emergency room due to pocket erosion. The implantable cardioverter defibrillator was explanted to resolve the issue. The patient was in stable condition throughout the procedure.